Manufacturer narrative:
Batch review performed on 30-apr-2025. (B)(4) items manufactured and released on 21-oct-2024. Expiration date: 03-10-2029. No anomalies found related to the problem. To date, (B)(4) the items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 2420528 (B)(4) items manufactured and released on 11-dec-2024. Expiration date: 20-11-2029. No anomalies found related to the problem. To date, (B)(4) the items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to joint luxation at about 1 month and a half post primary. Liner, glenosphere and metaphysis revised.